Event description:
Information received from the field does not address the patient's clinical status but notes a bipolar ventricular lead impedance of >2000 ohms. Unipolar impedance was 269 ohms with a threshold of 1.25 v, 0.4 ms. Capture could not be obtained in the bipolar configuration and r-waves had diminished. The lead was programmed to the unipolar configuration.